Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. There was no patient involvement as the customer was not using insulin therapy with the pump. Customer changed the pump supplies and began using the pump for insulin therapy.